Event description:
An olympus employee reported the adhesive on the bending section cover was stained. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the adhesive on the objective lens was peeling. This report is being submitted for the malfunction found during evaluation (peeling adhesive). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, the adhesive on the objective lens was peeling due to deterioration. In addition, the video connector was cracked, the video connector case was cracked, and the venting connector was loose. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to stress, external factors, or handling. Olympus will continue to monitor field performance for this device.